Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The rep reported that they were told the doctor filled the patient normally and they were not sure if the pump was placed at minimum rate. The cause of the motor stall was not determined. It was unknown if the volume discrepancy and motor stall had been resolved. The patient's weight was unknown. The pump remained implanted. The patient would return to the doctor's office when they return from vacation. The patient was being treated with oral medications. No further complications were anticipated/reported.

Manufacturer narrative:
Destructive analysis identified residue and wear in the motor gear train. During dispense accuracy testing, the pump exceeded the dispense accuracy specification by dispensing more fluid than the programmed rate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The pump was returned to the manufacturer. The patient was receiving 35.0 mg/ml bupivacaine at 3.510 mg/day, 600.0 mcg/ml fentanyl at 60.17 mcg/day, and 45.0 mcg baclofen at 4.512 mcg/day. No further issues were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump for non-malignant pain. On (B)(6) 2018, it was reported that a volume discrepancy occurred following a motor stall. According to the hcp, the patient came in for a refill on (B)(6) 2018 and 7 ml was aspirated from the pump when they were expecting 2 ml. The rep advised the hcp to check the pump logs which showed a motor stall. The pump logs showed the motor stall had occurred on (B)(6) 2015. The motor stall was noted as active and a "stopped pump period may exceed tube set" message was reported. It was confirmed that that the patient had not recently had an MRI. The patient reported no withdrawal and no other symptoms were reported. No further complications were reported.